Event description:
Employee of hospital states that she gave injection to pt using subcutaneous heparin needle. After giving injection, she proceeded to advance the safety device, but states that the plastic safety device broke off the syringe and her left thumb was poked by the exposed needle. The needle was thrown away and she quickly expressed blood from her thumb and washed her thumb with soap and was then seen in the emergency department.